Event description:
Caller reported a cartridge alarm related to the pump. There was no adverse impact to the customer's blood glucose level. Technical support confirmed consecutive cartridge alarms and offered assistance with a pump reset, which did not resolve the issue. Consequently, the customer opted for an out-of-warranty loaner pump.